Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products d224trk, crt-d, implanted: (B)(6) 2010; 419478, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture and undersensing. An x-ray revealed that the ra lead was dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.